Manufacturer narrative:
(B)(4). D10: unknown head, unknown shell, unknown stem. G2: foreign ¿ australia. The location of the reported device is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision due to infection. During the procedure, the liner and head were revised. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
It was reported that the patient underwent a hip revision approximately 4 years post-implantation due to infection. The liner and head were revised. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a3a; b5; d6a; g3; h2; h10. The product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.